Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when injecting water into the catheter with a syringe, after opening the package, the valve of the catheter was detached.

Manufacturer narrative:
The reported event was confirmed. The exterior of the sample was inspected. It was found that the cap was detached from the inflation funnel. The edges of the inflation funnel were smooth and regular. The cap was not returned. How and when the event occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(6) insert catheter into urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that when injecting water into the catheter with a syringe, after opening the package, the valve of the catheter was detached.